Event description:
It was reported that the insulin gauge on the pump displayed an amount different from what the customer expected. There was no adverse impact to the customer's blood glucose level. The customer acknowledged the necessity of removing air from the cartridge before filling, as advised by technical support, but chose not to load a new cartridge and decided to continue using the current one, with a plan to follow up if necessary.